Event description:
It was reported that insyte autoguard winged yel 24ga x .75in needle pierced the catheter. The following information was provided by the initial reporter: the nurse performs a venous line on a child, using a 24g 19mm catheter. She introduces the catheter with the needle and inserts it into the vein, withdrawing the needle little by little. The return of blood is noted, the nurse then tries to inject 0.9% nacl. Impossible to inject the nacl, the solution does not pass through the subcutaneous or intravenous channels. The nurse removed the device and noticed that the catheter was bent. Use of a second catheter, same reference, same batch. While looking for the subcutaneous vein, the nurse saw an "unhook" near the needle. She removed the device and noticed that the needle had pierced the plastic at 1mm. In the end, the child was pricked three times for a catheter insertion. The two incriminated catheters were kept in the pharmacy.

Manufacturer narrative:
H.6. Investigation: bd received two 24 gauge insyte autoguard units from lot 0237267 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no damage to the catheter tubing in the first unit but the second unit appeared to have a v-shaped cut in the tubing near the tip which is indicative of the needle piercing through the catheter. Next, a water/air leak test was performed on both units. The first unit appeared to be fine. No leakage was observed and water flowed through the device without issue. However, with the second unit leakage was observed around where the tubing was cut. No other issues could be found. Based off the visual inspection and testing the engineer was unable to verify the reported issue with catheter being kinked/bent but was able to verify that the needle had pierced through the catheter tubing. It was also possible that the tubing appeared to be bent because of this damage if the needle had pierced the tubing causing it to appear bent. Based off the observed damage and the fact that the unit appeared to be used due to the presence of dried media around the cut a definitive root cause could not be determined. If the defect occurred during the manufacturing process the device would have been received with the catheter tip and needle forming a y shape.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged yel 24ga x .75in needle pierced the catheter. The following information was provided by the initial reporter: the nurse performs a venous line on a child, using a 24g 19mm catheter. She introduces the catheter with the needle and inserts it into the vein, withdrawing the needle little by little. The return of blood is noted, the nurse then tries to inject 0.9% nacl. Impossible to inject the nacl, the solution does not pass through the subcutaneous or intravenous channels. The nurse removed the device and noticed that the catheter was bent. Use of a second catheter, same reference, same batch. While looking for the subcutaneous vein, the nurse saw an "unhook" near the needle. She removed the device and noticed that the needle had pierced the plastic at 1mm. In the end, the child was pricked three times for a catheter insertion. The two incriminated catheters were kept in the pharmacy.